Event description:
It was reported that damage occurred to the pump housing and usb port, compromising its ability to remain watertight, although charging was not impacted. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send the customer a replacement pump with updated software and provided necessary instructions for the return of the damaged pump, including storage mode procedures and shipping details. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.